Event description:
There was no pt involved in this event. The device malfunctioned in that the software failed to upgrade.

Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer in february 2009 and that it had performed to spec up to (B)(6) 2011. Investigation confirmed the device software was upgraded to software version 3.2.0 using the heartsine samaritan pad universal upgrader. No fault was found with the returned device or any component of the device, the returned pad-pak performed as expected for 31 months before giving a low battery warning. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.